Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an embolization treatment procedure, the coil was implanted in an non-target vessel. The patient was undergoing treatment of a kidney. The 3.0mm x 12cm interlock coil was advanced in an unknown catheter. The physician thought the coil had detached, but it had become stuck inside the catheter. He completed a fluoroscopy run and the coil was pushed into an unknown non-target vessel. The procedure was completed with a different device. There were no additional patient complications reported and the patient's status is stable. Additional information has been requested and is not available.